Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate shock. The right ventricular lead was found to be dislodged. During lead revision the helix could not extend after retracting. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.